Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/12/2023, 07/19/2023 and 07/26/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure sensor autozero failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer advised the customer that the fault could be with solenoids 3 and 4 or the data acquisition (da) printed circuit board assembly (pcba). Two replacement solenoids and a da pcba were ordered in a material only work order. Good faith efforts are being attempted to confirm part replacement and issue resolution. This investigation is ongoing.